Event description:
Reporter alleged the needle from the multiclix lancet device, which is used in fingerstick blood glucose testing, can be seen protruding from the drum and blue cap on the end of device after it is used. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.